Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) issued a red alert due to a low intrinsic r-wave amplitude measurement on this transvenous defibrillation lead. A yellow alert was also issued for a low intrinsic r-wave amplitude measurement on this left ventricular transvenous lead as well as two episodes of accelerated rhythm. All of these alerts occurred on the same day.